Manufacturer narrative:
The blade was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during a submucosal resection of the turbinate (smrt) procedure, the silicone peeled and split on the distal end of the blade. The user facility reported that there were no abnormalities observed, no alarms heard, and no alerts displayed on the console. The device was inspected prior to the procedure. Minor bleeding reported. There was no piece of the "silicone" fell into the patient. The procedure was completed without any delayed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The customer returned a bb2000sa bipolor shaver blade for an evaluation for ¿the silicone peeled and split on the distal end of the blade.¿ the customer¿s complaint was confirmed. A visual inspection was performed on the received device which found the sheath was frayed and damaged. The damage appears consistent with mishandling. There were no parts of the damaged sheath suspected to be missing. There was foreign material noted that is consistent with use. A functional test was performed which noted that the rod and blade was able to toggle and rotate when the footswitch was activated. Bipolar output was observed when tested on a saline soaked tissue when activated via the blue button on the blade. The device tested functional. Based on the evaluation, the reported complaint was confirmed. The sheath is frayed and damaged. The damage appears consistent with mishandling. However, due to the nature of the reported complaint, this will be escalated to the responsible engineer for further investigation.